Event description:
It was reported that the patient faced an adhesive issue, resulting in the infusion set falling off during use after 2 days of wear on (B)(6) 2026. The patient replaced the infusion set and resumed insulin delivery successfully.

Manufacturer narrative:
Based on the available information, this event is deemed to be reportable malfunction.request was performed for additional information including lot number; however, lot number was not provided.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number:reporting site: 8021545,manufacturing site: 3003442380.